Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image associated with this reported event was reviewed and was consistent with the reported broken cable. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.